Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, gore was informed of an incident involving a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). Per the report, an elderly patient with a humeral fracture developed a pseudoaneurysm of the axillary artery. A 6 × 50 mm vsx device was implanted via brachial artery access on the same upper limb to treat the pseudoaneurysm. The reporter noted that the proximal landing zone was limited to approximately 1.5¿2.0 cm due to the presence of large arterial branches that they did not wish to cover. The device was reportedly stored, handled, and implanted in accordance with the instructions for use, and no damage to the device was observed prior to implantation. The procedure was reported as successful, and the pseudoaneurysm initially resolved. Slightly over one month post procedure, a computed tomography scan performed at another hospital identified that the vsx device had allegedly fractured, with the proximal end reportedly migrating into the pseudoaneurysm sac. The pseudoaneurysm was reported to have refilled and increased in size. According to the reporter, this resulted in anaemia, pain, and an inability to initiate required anticoagulation therapy pending reintervention. Management of the anaemia reportedly included red blood cell transfusion and typical pain medication. As a remedial action, the affected vessel was embolised using coils. Retrieval of the fractured or migrated vsx component was not planned. The reporter alleged that movement and possible compression at the implantation site contributed to the fracture and breakage of the vsx device. A further reintervention is planned; however, it has not yet been performed due to patient related reasons. The patient¿s condition was reported as improving.